Event description:
Patient presented to the physician with constant pain due to the ipg moving within the pocket since the implant procedure. Physician brought the patient into the or, repositioned the ipg, re-sutured, and closed the incision site.

Event description:
Physician confirmed twiddler's syndrome, and the patient was manipulating the inspire implant.